Event description:
On (B)(6) 2013, the patient's mother contacted animas and alleged the following: on (B)(6) 2013, while patient was at school, his blood glucose (bg) went very low and she thinks he was in a coma. The child was transported to the emergency room via ambulance. He was treated and release when his bg came back up to 80 mg/dl. During follow- up visit with the health care provider (hcp) on (B)(6) 2013, the hcp found the pump's basal reading to be different when pump was being downloaded today. The hcp advised mom to replace the pump. Customer technical support (cts) recommended to mother that pump be discontinued today and child go on to his alternate insulin delivery plan until replacement pump is available. Mom agrees with this plan. This complaint is being reported due to the allegation that a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013, with the following results: no defect found. Testing was unable to duplicate the complaint. The basal settings on the pump were found to match the download. The basal settings were found to correctly match the basal tdd history. A normal 10u bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within the specification animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.